Manufacturer narrative:
An RMA was issued to the customer requesting to have the synchroseal instrument returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the synchroseal instrument associated with this event has been performed. Per instrument logs, the synchroseal was last used on (B)(6) 2021 on system sk0294. The instrument had no lives remaining. This complaint is being classified as a reportable event due to the following conclusion: synchroseal is an advanced bipolar instrument that provides a unique energy mode to enable sealing and transection of vessels and tissue bundles with a single pedal press. In addition to this functionality, synchroseal has the ability to grasp, dissect and spot coagulate tissue, and to independently seal vessels. It was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. Although there was no report of patient harm, injury or adverse outcome due to the event, if the failure were to recur, it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant is blank because the product is not implantable.

Event description:
It was reported during a da vinci-assisted liver resection surgical procedure the white rubber sealing electrode on the synchroseal instrument was melted. The surgeon switched to using a harmonic ace and a vessel sealer to complete the procedure. There was no report of patient injury. Intuitive surgical, inc. (Isi) completed follow-up and obtained the following information: the synchroseal instrument was inspected prior to use and there was no damage observed. The surgeon was using both the seal and sync functions on the liver when the instrument stopped sealing properly. There was an error displayed indicating possible jaw damage. The operating room staff found the seal electrode appeared to be melted when the instrument was removed from the surgical field for jaw inspection. Per the isi representative, who was present for the case, the target tissue was the liver and the surgeon applied little tension during the sync function. The site was unsure if the tissue was exposed to any radiation/chemotherapy prior to the procedure. The operating room staff observed there was tissue effect during sealing/synch cycle until the instrument stopped functioning. As far as the customer is aware the jaws did not come into contact with metal objects and were not immersed in a liquid or contaminated by carbonized tissue. There was no unexpected bleeding and no report of patient injury. Patient information was requested, but was unavailable.